Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that insulin pump had no delivery alarm. Blood glucose was 235 mg/dl. Troubleshooting was performed. Customer stated the cannula was not bent. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.